Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, approximately two months and ten days following the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien ultra resilia valve, the patient presented with increased gradients on transthoracic echocardiogram (tte). The valve was noted to be underexpanded within the surgical valve and was subsequently ballooned using a 24 mm non-edwards balloon. Following bav, invasive gradients improved from 24 mmhg to 11 mmhg.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event of increased gradients has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As reported, "approximately two months and ten days following the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien ultra resilia valve, the patient presented with increased gradients on transthoracic echocardiogram (tte). The valve was noted to be underexpanded within the surgical valve and was subsequently ballooned using a 24 mm true balloon." Available information suggests that procedure factors (under expanded valve) likely contributed to the event as the post-dilation was performed and the gradient was improved. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.